Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the determined damaged battery was due to user error. The battery and battery harness were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the batteries and battery harness were replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.